Manufacturer narrative:
The customer informed that, after two days of the event, the water evaporated, and the device was dried. The device was restarted, and the logs were confirmed the reported issue. A covidien customer support engineer (cse) evaluated the device, and verified that the device was functioning normally. However, the analog board was replaced as a precaution. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, an 840 ventilator stopped cycling. The patient was removed from the unit, and placed on another ventilator. There was no reported patient injury. Additionally, the customer stated that, prior to the patient ventilation being interrupted, water had been spilled on the device.